Event description:
Event description cpi received information that a patient with a recently implanted ventak mini implantable cardioverter defibrillator (ICD) received inappropriate therapy from the ICD. The stored egrams show normal sinus rhythm with a rate of 85, pacing thresholds, lead impedance, and r-waves measurements are all normal. Invasive surgery was performed to test the system, but no clear cause of the oversensing could be determined. The rate-sense portion of the endotak lead was capped and replaced, and the ICD was replaced also. The ICD was returned to cpi for analysis.